Event description:
A trilogy 100 ventilator device was returned to a third-party service center for scheduled maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation, the device failed the low flow o2 test. The active exhalation control module was replaced to address the issue. Additionally, the capacitor, base enclosure, battery fan, exhaust fan assembly, stirring fan, 43-micron filter, and pollen filter needed to be replaced. Performed repair test, alarm check, battery check, run-in tests, and cleaning, then confirmed the unit operated properly.

Manufacturer narrative:
The reported failure of low flow o2 test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.